Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, that the 5 way foot pedal was activating when not pressing the pedal. The procedure was completed without patient consequences or surgical delay. Another foot pedal was used to complete the procedure. This report is for one (1) foot pedal(fms vue/nextra). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received for evaluation. Visual inspection reveals no anomalies on the device. The device was taken to a lab and tested. It was connected to an fms vue pump with a micro hand piece attached. The device was tested and functioned as intended. All the buttons and pedal were tested several times to ensure continuity of function. This complaint cannot be confirmed for the reported failure. No further information regarding the cause of the defect has been provided to help determine the root cause for this failure. A manufacturing record evaluation was performed for the finished device serial number on 11-21-2019, and no non-conformances related to the failure were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device serial number on 11-21-2019, and no non-conformances related to the failure were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.